Event description:
The device analyzed the pt ECG and initiated a defibrillator charge. Initiated a defibrillator charge. Reportedly, the charge was spontaneously terminated, simultaneous with a "power reset" and a '...test ok' display.